Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are charging too frequently. They stated that they charged their battery 3 days prior to the report. The patient noted that after they charged they turned their therapy off, and when they turned it back on, the implantable neurostimulator (ins) was completely dead. They mentioned they know when their implant is on or off, because they can feel it. The patient was certain it was turned off. The patient was to follow up with their healthcare provider. No patient symptoms were provided. The patient was implanted for spinal pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found no anomalies.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient¿s battery was depleting at an accelerated rate. The patient¿s battery was replaced with a new battery on (B)(6) 2017. The manufacturing representative was unable to get an impedance check the morning of the battery replacement. They noted that the device will be returned to the manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.